Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the xience alpine sds was advanced to the lesion when it was noted that there was no stent on the balloon. The instructions for use (IFU) states: prior to using the xience alpine everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation determined the reported dislodgement appears to be related to operational context as it is likely that inadvertent mishandling during protective sheath removal resulted in the reported stent dislodgment. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosis in the mid left anterior descending coronary artery. Pre-dilatation was performed with a 3.0x8mm trek balloon. A 3.5x12mm xience alpine rx stent delivery system (sds) was then advanced; however, the stent could not be seen under angiography and the sds was subsequently removed from the patient anatomy. It was then discovered that the stent had dislodged in the protective sheath. A 3.5x12mm xience alpine sds was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.